Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on posterior. A visual and microscopic analysis was performed which identified striated opening on patch and creases fold. Base on the device analysis the final assessment is: a striated opening on patch (shell bond edge) due to surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported rupture of left implant. The device has been explanted.